Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non -pacemaker dependent patient presented in the hospital after receiving inappropriate shocks for vf due to noise. High impedance was noted. The noise and undersensing were reproducible. Lead was capped and replaced. The patient was stable.